Event description:
Acl procedure was performed in 2007. Four months post-op, pt demonstrated pain and nodular deformity in the proximal region of the tibia on the medial side at the site of the surgical scar. Ultrasound revealed presence of fluid in the region of tibial tunnel.

Manufacturer narrative:
Product recall initiated 2007. No product returned for evaluation. 1/16/2008.